Event description:
Resmed airsense 10 CPAP this device drops pressure while I am sleeping, I wake up unable to get my breath or get back to sleep. The machine usually starts out loud reacting to my breathing then after I am asleep this happens, but it has also happened at the beginning of my sleep. This has hurt my health from lack of sleep while trying to find out what is going on with this machine, my doctor has increased my pressures thinking this has been the problem and gone back to apria [my bipap supplier] only to have them say nothing is wrong. This problem usually cannot be found unless you have a mask on and sleeping. This machine has diagnostic information on a lcd screen but does not match up with the information my supplier attains over the airwaves. This problem has been going on since purchasing it (B)(6) 2020 but now it is constant. I did own this model machine prior to this one without the drop in pressure but it did become very loud at the end of 5 yr. FDA safety report ID #:(B)(4).